Event description:
It is reported that the surgeon tried to use the itst sliding nail cap 5mm, but he couldn't install it. So he completed the surgery with a 0mm size cap.

Manufacturer narrative:
This report will be amended when our investigation is complete.